Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale no batch#/sample available.

Event description:
It was reported that before use of the bd¿ luer lok syringe there was foreign matter near the end of the syringe. Material no. 301035, batch no. Unknown. The following information was provided by the initial reporter: I got a call from the floor about a design using (B)(4), where they noticed a watery substance near the end of the syringe, on the inside. They¿re not sure if it¿s water or oil and do not recall seeing it before. It almost looks like a build-up of condensation, but I can¿t be sure of it. Perhaps it was just not noticed in the past? We have been making this product for many years now.